Event description:
It was reported that during the procedure to treat the moderately tortuous and mildly calcified right coronary artery (rca), no pre-dilatation was performed. A 3.5 x 15 mm xience xpedition stent delivery system was advanced into the patient anatomy and the stent was deployed at the target lesion in the rca. The stent delivery system was pulled back to the ostium of the rca and the balloon was inflated to perform pre-dilatation at a second site; however, it was noted that the distal shaft of the stent delivery system had separated. The entire system was then removed as a single unit and the separated segments were removed without further intervention. There was no reported resistance noted during advancement and no resistance noted at any time during withdrawal. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4) - failure to follow steps/instructions. The device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use instructs the physician to: deflate the balloon by pulling negative on the inflation device for 30 seconds. Confirm complete balloon deflation before attempting to move the delivery system. Based on the information reviewed, there is no indication of a product deficiency.